Event description:
During use the tip of the osteotome chipped and deformed. The surgeon was performing operation of nose deformity and it was used for shaving of nose bone.

Manufacturer narrative:
Investigation in progress but not yet complete.